Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had 2-3 incidences of high blood glucose (bg) levels over the past month ranging between the 300-400s mg/dl. The customer was unable to provide incident dates, however they indicated that the elevated bg levels were treated by changing out the site/ cartridge, and bolusing. Tandem's technical support troubleshooted the customer's current bg issues, and advised that the customer consult with their healthcare provider regarding high bgs.